Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer called with a concern the meter is giving him results lower than that of his expected fasting range of 80150mg/dl. Customer stated he went to the doctor's office on (B)(6) 2015 and tested with his meter with a result 150mg/dl and with the contour meter at the doctor's office with a result of 254mg/dl. Meter does not have the date and time properly. Customer instructed the strips must remain in the original container with the lid closed at room temperature and only removed from vail at time of testing. Instructed customer the test strip vial should be stored properly away from moisture, bathroom, and kitchen area. Customer also instructed strips are viable for 120 days after opening and control solution for 90 days after opening. Customer also instructed not to allow meter to get wet or allow anything to enter the test strip port. Customer verbalized understanding. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 60 and 53 mg/dl. The product is not stored according to specification. The meter memory was not reviewed for previous test result history: 151mg/dl (B)(6) 2015 10:54:00 am fasting:yes; 51mg/dl (B)(6) 2015 06:37:00 am fasting:yes; 72mg/dl (B)(6) 2015 11:40:00 pm fasting:yes; 51mg/dl (B)(6) 2015 08:54:00 pm fasting:yes; 168mg/dl (B)(6) 2015 11:12:00 am fasting:yes.